Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for preventive maintenance. There was patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device failed the system leak verification requiring replacement of the oxygen blending module subassembly to address the issue. The device passed final testing with normal operation confirmed. The preventive maintenance was completed on the device.